Manufacturer narrative:
Device evaluated by MFR: unit returned in a generic plastic bag. The unit returned has wire kinked, as part of overall visual revision. The device has the body kinked in the middle of the device. Overall length and od (outer diameter) middle of the device are within specification. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02483. It was reported that guide wire entrapment occurred. The stenosed target lesion was located in the tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to cross the lesion. However, during the exchange of imaging catheter to a sterling balloon catheter, the wire became stuck inside the sterling balloon catheter and was unable to move. The devices were removed as one unit and it was noted that the guide wire was totally kinked. The procedure was completed with another v-18¿ control wire¿. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-02483. It was reported that guide wire entrapment occurred. The stenosed target lesion was located in the tibial artery. A 300cm, 8cm v-18¿ control wire¿ was advanced to cross the lesion. However, during the exchange of imaging catheter to a sterling balloon catheter, the wire became stuck inside the sterling balloon catheter and was unable to move. The devices were removed as one unit and it was noted that the guide wire was totally kinked. The procedure was completed with another v-18¿ control wire¿. No patient complications were reported and the patient's status was stable.